Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not able to be obtained and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing to package insert.

Event description:
The reporter reported false negative results involving two (2) patients with the binaxnow covid-19 test. Confirmation testing with the state laboratory (diagnostic methodology not provided) generated positive results. Dates of testing and test procedure details were not provided. No patient information, including treatment, and outcome, was not provided. The reporter stated the patients had symptoms (not otherwise specified). Attempts to gather further information were not successful. Negative results should be treated as presumptive and confirmation with a molecular assay, if necessary, for patient management, may be performed. Negative results do not rule out sars-cov-2 infection and should not be used as the sole basis for treatment or patient management decisions, including infection control decisions. Negative results should be considered in the context of a patient's recent exposures, history and the presence of clinical signs and symptoms consistent with covid-19. Due to the risk of a false negative result potentially leading to no or delayed treatment, this event shall be considered reportable.